Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was disengaged. The balloon, lock collar, and converter doors were intact. The inflation syringe and obturator were not received. For functional testing, the balloon was inflated using a test syringe. It was improperly formed and no leaks were detected. The lock collar moved up and down the cannula and snapped securely in place. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. It was reported that a gas leakage occurred and the seal disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of 'irregular balloon shape' that was not related to the reported condition. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The instructions included with this device provide the following guidance: once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, a gas leakage occurred. When the doctor checked the balloon port used for placing the laparoscope but could not visually locate the valve. It was suspected that it had fallen into the patient¿s cavity. However after breaking open the balloon trocar, it was discovered that the valve was hidden inside the cannula. There was no patient injury.